Event description:
It was reported that during surgery the saw blade slipped out of the power twice. The second time a piece broke off while adjusting on the back table. Another saw blade was opened for use and that slipped immediately upon trial on back table. No harm or delay in procedure reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections visual inspection confirmed the used saw blade was heavily scratched and had a piece broken off the attaching end. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The events are confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.